Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Photographs of the explanted devices have been provided for review. There is sufficient evidence to confirm the reported disassociation event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In august 2019 a product complaint was submitted under (B)(4) relating the disassociation of a altrx liner . The related report came back as ¿no evidence of material or manufacturing anomalies was observed. Based on the evidence observed, the liner fractured due to high cycle low stress fatigue¿. Sadly the liner appears to have disassociated itself from the cup again, which will result in another revision (no date for surgery has been booked as yet) however it is looking increasingly likely that both the liner & cup will have to be revised, which will need to be returned to the USA for analysis. It should be noted that the customer is talking about recovering costs for the revision (nuffield group).